Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "pacer fault 116", "defib disabled", "pacer disabled" and "defib fault 72" messages. Also, during incoming inspection at zoll medical the device did not power up. Complainant indicated that there was no patient involvement in the reported malfunction.